Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a keypad anomaly from the insulin pump. The customer's blood glucose reading was 214 mg/dl. The customer stated that when she tried to give a bolus, the numbers kept going. The customer stated that she wore the pump in her bra while at the fair in the hot weather. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined trouble shooting for the pump.